Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90 deg probe, suct, ytzp was being used on (B)(6) 2022 during an arthroscopic knee scope procedure and ¿it was reported that coating peeling of the suction prove occurred during the surgery. As a matter of course, since it is a single-use product, it was not reused, and a new product was opened and used. Surgeons have used it many times, but it is said that an event like this has occurred for the first time. It seemed that the coating did not peel off when it was opened, but the clack coating on the "shalft" peel off during use. Distributor told us that it was probably discharged to the outside of the patient body with perfusate because the hospital did not mentioned any complaint for the remaining peeling material.¿ after further assessment it was reported ¿the alternate device was not used. The surgery was completed with this device. According to distributor, it was inferred that the fragment was removed by the fluid irrigation.¿ the procedure was completed with no report of injury, medical intervention or hospitalization for the patient. There was no delay to the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Customer complaint of the coating peeling off was confirmed. Visual examination of the returned used device item aes-90sc found the needle tip damaged on the distal end of the probe¿s shaft, likely due to the exposed return shaft being buried in tissue. It appears that the exposed return electrode may have been buried in tissue, which reduced the surface area to less than that of the active electrode¿s surface area. This may have caused the return to alternately ablate causing melting of the edge of the shrink tubing. No damage found to the ceramic tip/housing. The ceramic does appear to be intact, and there does not appear to be any loss of material. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: maintain the probe tip, including the return electrode, in the field of view at all times. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90 deg probe, suct, ytzp was being used on (B)(6) 2022 during an arthroscopic knee scope procedure and ¿it was reported that coating peeling of the suction prove occurred during the surgery. As a matter of course, since it is a single-use product, it was not reused, and a new product was opened and used. Surgeons have used it many times, but it is said that an event like this has occurred for the first time. It seemed that the coating did not peel off when it was opened, but the clack cotaing on the shalft peel off during use. Distributor told us that it was probably discharged to the outside of the patient body with perfusate because the hospital did not mentioned any complaint for the remaining peeling material.¿ after further assessment it was reported ¿the alternate device was not used. The surgery was completed with this device. According to distributor, it was inferred that the fragment was removed by the fluid irrigation.¿ the procedure was completed with no report of injury, medical intervention or hospitalization for the patient. There was no delay to the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.